Manufacturer narrative:
One opened trocar hub and cannula were received in a bag for the report of broken trocar. The returned sample was visually inspected and was found non-conforming with the hub and cannula separated. Adhesive was observed on the inner diameter (ID) of the hub. A photo of trocar product is attached to the parent complaint and was reviewed by the manufacturing site. Two trocar products are seen, only one is associated with this file. For this product, only a hub is seen, it does not look like it is attached to a cannula. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an infusion cannula was inserted into a broken trocar cannula and an irrigation failure occurred which caused an ocular hypotony during a procedure. The procedure was completed without product replacement. There was no harm to the patient. No additional information is expected.